Event description:
A physician reported a hakim valve (ID 823844) was implanted via ventriculoperitoneal (vp)shunt on unknown date and unknown setting. When pushing the reservoir, it did not return to its original state and kept dented. Obstruction was suspected, therefore, the device was explanted and replaced on (B)(6) 2026. The doctor assumed that debris went inside the valve when changing the pressure setting since the debris was observed during visual inspection. According to information provided it is unknown if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.